Event description:
Patient went through a security device, setting it off twice. The patient lost stimulation and was unable to get it back. Manufacturer representative assessed the stimulator and was unable to get any readings. The device was replaced and the patient now has stimulation. The device was explanted and returned to the manufacturer for analysis.